Event description:
A cluster of post cataract endophthalmitis cases. Rptr had a single case of endophthalmitis in 2002. The retinal surgeon to whom they referred the patients told rptr he had just recently seen a cluster of cases. Two weeks later in another city, rptr had a cluster of three cases of post op endophthalmitis. Rptr became aware two days ago of another surgeon with a cluster of three cases of endophthalmitis this past week in a third city. The same retinal specialist saw all of these patients. Rptr's partner informed them yesterday that they believe they now have a case. The common thread seems to be alcon acrysoft lenses or the insertion cartridges. Something clearly is wrong. The published incidence of endophthalmitis is of the order 1 in 300 to 1 in 1000+ cases. Prior to this outbreak. Rptr's statistics were consistent with these figures.